Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the clinical specialist, a young patient with transposition of the great vessels had a sapien 3 placed in her conduit. It is unclear when the sapien 3 valve was placed but the patient came back with valve failure - one of the leaflets was not functioning and appeared to be missing. The physician suspects endocarditis as the cause. The patient had a melody valve implanted inside of the failed sapien 3 valve.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the thv procedure in the pulmonic position. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, as per physician¿s notes, there is ¿not a clear reason why the valve malfunctioned.¿ it was most likely related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the clinical specialist, a young patient with transposition of the great vessels had a sapien 3 placed in her previously implanted sapien xt valve in the pulmonary position. Records indicate there was severe pulmonary regurgitation with some central insufficiency. It was treated with a valve in valve procedure with good result. The cause of the central insufficiency was unclear as workup for endocarditis was negative.